Manufacturer narrative:
The referenced report of admission for elevated ldh is covered under medwatch MFR# xxxxxxxx-2016-xxxxx (B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, while hospitalized for an elevated lactate dehydrogenase (ldh), the patient¿s pump speed ramped down to 4000 rpm, and then a pump stoppage event occurred. The patient was asymptomatic. The event occurred while the patient was sleeping and positioned on the left side of the body. The patient was reported to be asymptomatic. The manufacturer¿s technical services reviewed the provided log file and confirmed the pump stoppage event. X-ray images revealed a soft, 90 degree bend a few inches distal to the pump end bend relief internal to the patient. There was another area of concern in the lower abdomen internal to the driveline exit site. The patient¿s system controller was exchanged as a precaution. On (B)(6) 2016, the customer requested an ungrounded power module patient cable due further pump stoppage events. The patient was discharged home. It was reported that the patient had a high likelihood of receiving a transplant in the near term, and that a percutaneous lead (driveline) replacement would not be pursued.

Manufacturer narrative:
It was initially reported that the patient was sent home with an ungrounded power module patient cable during ac support, and that the patient was a high candidate for transplant. The patient subsequently received a heart transplant. The lvad was explanted and will be returned for evaluation. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2017. The lvad will be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted system controller log file. The log file contained approximately 7 days of data which captured low speed hazard and 4 pump stop events while the patient was supported by the power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the reported events could not be determined as the entire driveline was not returned for evaluation. The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing and the severed portion of driveline was not returned. Continuity testing was performed on the 1.5 inch pump-end portion of driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed and examination of the underlying wires revealed no insulation breaches or damage. The 1.5 inch pump-end portion of driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.